Event description:
It was reported that the lead exhibited noise on (B)(6). At a follow up (B)(6) noise was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.